Event description:
It was reported that the 2.5x38mm xience alpine stent delivery (sds) was removed from the packaging, noted to be scratched and torn. Another unspecified stent was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported split, cut, torn material and scratched material was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported scratched material and split, cut or torn material could not be determined. Potential factors that may contribute to scratched, split, cut or torn material include, but are not limited to, interaction with accessory devices, mishandling during manufacturing, during receiving/storage at the account, and/or during removal from packaging, preparation of the device and/or protective sheath/stylet removal. It is possible that inadvertent mishandling during sheath/stylet removal and unpackaging of the device contributed to the reported scratched, split, cut or torn material in addition to the observed material deformation (stent damage); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.